Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium, potassium, and chloride results for two patient samples. When the issue was noticed, the samples were repeated on another dxc instrument in the laboratory, as well as on the original instrument after it was recalibrated. The results were amended within 10 minutes; therefore, there was no impact to patient treatment. The field service engineer (fse) inspected the instrument and found that the carbon dioxide (co2) reference electrode spacer was on backwards and leaking. The fse then corrected the electrode placement issue and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).